Event description:
It was reported that during use of the syringe 3ml ll 23ga 1in the needles were bent and had an issue with foreign matter. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: production staff reports that there have been more needles affected, but they were used and are in decay, because they had contact with radioactive material. They realized that they were bent when they had already punctured the ampoule.

Manufacturer narrative:
H.6. Investigation summary samples and photos received for investigation. Upon observation, the needle is bent. Corrective and preventative action has been implemented. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the syringe 3ml ll 23ga 1in the needles were bent and had an issue with foreign matter. This occurred on 4 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from spanish to english: production staff reports that there have been more needles affected, but they were used and are in decay, because they had contact with radioactive material. They realized that they were bent when they had already punctured the ampoule.